Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the patient subsequently sustained a burn. The customer was unable to provide information on the degree of the burn.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded the product had been discarded. The product will not be returning to zoll.